Event description:
It was reported that while in the cath. Lab the intra-aortic balloon catheter (iab) was prepped and inserted via the pt left femoral artery through the teflon sheath. When the iabp therapy began the pump alarmed "purge failure". The user checked the trigger which was ok, and the helium tube was connected. The iab was removed and another iab was inserted (using the same insertion site) without success. The pump was swapped out and the second pump worked without issues. The clinical support specialist checked the pump and the pump alarmed "purge failure". There was no reported pt death, injury or complications. There was a 10 minute delay/ interruption in iabp therapy however there was no harm to the pt. Medical/ surgical intervention was not required. The pt outcome is listed as okay. The pump will be serviced by (B)(4). Additional info received on 04/13/2015: the pump software level 2.24. The md remove the iab prior to trying a second pump for this was an emergency case and the md was under pressure and removed the iab first.

Manufacturer narrative:
Qn# (B)(4).